Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient had not made any contact with any concern and everything appeared fine. The hcp also reported that the sample taken was not sent off. It was safe to assume that the matter had been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8551, serial # / lot#: unknown, product type: accessory (refill kit). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that upon removal of the drug from patient's pump, two pieces of what the physician described as unknown but possibly body tissues, were floating in the syringe. There was a light tinge in the fluid, possibly from the betadine skin prep. It was further reported that there was no fault with the equipment, just two pieces of floating debris in the syringe after the pump was emptied. Once the pump was emptied and the syringe removed from extension set, two saline rinses were then completed in the pump and clear fluid was able to be removed. No further debris was noted. The drug was then replaced. The syringe, with the removal drug in it, was going to be sent for analysis per the nurse manager. The healthcare provider thought it was possible tissue from entry of needle into pump. Regarding factors that may have led or contributed to the issue, access was described as difficult due to the patient's positioning and scar tissue formation. The issue was resolved. The patient was without injury. The patient's weight was unknown or would not be made available.